Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her son's insulin pump alarmed unexpected restart error four times today; the unexpected restart error alarm has also occurred frequently over the past few days. The patient's blood glucose at the time of incident was 95 mg/dl. Troubleshooting was initiated for the unexpected restart issue. The customer confirmed that a temp basal was not programmed before the alarm. The pump was not stored or out-of-use for an extended period of time either, nor did the alarm occur shortly after inserting a new battery. The unexpected restart error alarm was recurring during normal insulin pump use. The customer was advised to monitor the pump and call back if issues recur. The insulin pump may be returned for analysis as the device is out-of-warranty, and a loaner insulin pump was sent to the customer.